Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), which was included in a recent field advisory, reported required more frequent follow-up appointments with her physician due to a defective device. The patient also inquired as to the medical expense reimbursement program and was unhappy that no reimbursement was available for missed work.

Manufacturer narrative:
It was subsequently reported by the field representative and the patient's health care practitioner that intensified follow-up was not required for this device. The patient is being followed routinely every 3 months. The patient reported pain in the left arm, however, reported that 2 physician's have ruled out blood clots. At this time, no additional information is available. If additional information becomes available, this event will be updated. Over three years later, it was reported that the patient reported the battery was low. There was concern that this device was to be explanted due to an advisory and device behavior. The patient also discussed reimbursement issues.